Manufacturer narrative:
The device was returned and evaluated. A kink was noted on the exposed portion of the cannula. It is unclear if this kink occurred during manufacturing, post-use, or during shipping. Fluid path testing showed insulin was able to pass out the distal tip of the soft cannula. The device download data shows a slight increase in pulse width, but within the typical range of a pod that has run 3,500+ pulses. No other defects or deficiencies were found during the investigation. The cause of the reported event could not be determined.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: cat45e/cat45f, 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose levels exceeded 27.8 mmol/l (500 mg/dl) while wearing the pod between 24 and 36 hours on the abdomen. The customer noticed that the cannula was bent into a 90 degree angle. A new pod was applied and an injection of insulin was administered to treat the hyperglycemia.